Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Mdrs related to this report. 2029214-2017-00369 2029214-2017-00370.

Event description:
Medtronic received information that during treatment of an aneurysm two pipeline devices did not open distally as the patient had severe vessel tortuosity. It was noted that the middle section of the first pipeline (ped-500-16) was positioned on a bend and less than 50 % was deployed when it failed to open. The pipeline was resheathed more than 2 times and removed from the patient with the microcatheter. A new pipeline (ped-500-14) and microcatheter were used and the second pipeline also did not open distally. Balloon angioplasty was performed to ensure wall apposition and vessel dissection occurred during dilatation of a non-medtronic balloon catheter. It was further reported that the balloon was inflated 4-5 times. Post angiographic result showed extravasation of vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.